Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and lightheadedness - due to 3rd degree av block and the patient's escape rhythm of about 40 beats per minute - when the right ventricular lead dislodged and there was loss of capture. The lead was reprogrammed and capture was regained. During the lead revision, insulation damage was noted about one third from the proximal end of the lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.